Manufacturer narrative:
(B)(4). Baxter conducted a batch review. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor lv10 device had ruptured during patient use. There is no report of patient injury or medical intervention. No additional information is available.